Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display that was difficult to see. The reporter denied pump exposure to moisture and stated that there was no evidence of moisture inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: the pump was booted and the display screen was observed to be dim with a pink contrast. Moisture was observed in the battery compartment. A crack along the battery compartment extending from the threads to the case seal was observed. A leak test revealed a battery compartment leak. The pump case was opened and no further evidence of moisture was observed.